Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged anvil former. The analysis results confirmed that the device was received in good visual condition. The device was tested for functionality and it fired and formed 10 staples as intended. However, after the 10th firing, the device started ejecting the staples. The device was disassembled to verify the condition of the internal components and the anvil was noted to be deformed. This deformation in the anvil will prevent the staple to be held in the firing chamber for its complete formation, resulting in an ejected staple. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No batch record review could be performed as no lot number was provided.

Event description:
It was reported that during an exploratory laparotomy procedure, the device would not staple. The staples would come out, however, not staple into the skin. Another device was used to complete the procedure. No adverse consequences reported.